Manufacturer narrative:
(B)(4).

Event description:
It was reported that new sensor inserted, but displays "no restarts" occurred. The sensor was inserted into the insertion site on insertion date. Performance data was reviewed. A new sensor inserted, but displays "no restarts" was not found within the investigation window. The allegation was not confirmed. However, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was determined to be a transmitter stale start command. No injury or medical intervention was reported.